Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one nc euphora rx balloon catheter to treat a mildly calcified and moderately tortuous r-pda lesion exhibiting 70% stenosis. The device was removed from it's packaging and inspected with no issues noted. Negative prep was performed and the lesion was pre-dilated. It was reported that a balloon burst occurred during inflation to 18 atm in the patient. Procedure was completed with another nc euphora balloon. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.